Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer's current blood glucose level was 330 mg/dl. Customer was treated with bolus for high blood glucose level. Customer reported that they received insulin flow block alarm. Customer declined to troubleshoot for high blood glucose level. Customer reported that they were unsure about using auto mode. The insulin pump will not be returned for analysis.